Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's sister called on behalf of the patient to report bilateral ruptures, pain in chest, under armpits and possible alcl. Unspecified scans were performed revealing bilateral ruptures. The device has been explanted. This is for the right side.